Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with heavy calcification and moderate tortuosity in left anterior descending (lad) coronary artery. The nc trek balloon catheter was advanced to the target lesion without issue. However, when the balloon started to inflate to 2 atmosphere, the hub separated from the proximal shaft. The hub just popped off. The balloon catheter was then removed without issue. A new nc trek balloon catheter was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.